Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the distributer called to ask if the clinical support specialist (css) had heard of a current issue an arrow acat1+ intra-aortic balloon pump (iabp) was experiencing. A physician called the distributer with an acat1+ that would pump without issue then about every 10 hours would alarm, the screen would go black and the pump would power down. Per the conversation the physician told the distributer that they were able to start it back up and it would pump again for about 10 hours before the same issue occurred again. Per the physician an alarm title was not present. There was no reported pt death or injury. Medical/surgical intervention was not required. It was stated on the report that the device was not removed from the pt. It is unk if there was a delay or interruption in therapy. It is unk if there were any pt complications. The pt outcome is unk. The css told the distributer that she had not heard of this and she would have a field service rep contact him later today. Add'l info received on (B)(4) 2013 stated "he (division mgr, (B)(4)) got the pump to run overnight without any problems. He asked me (mgr, (B)(6)) to check and see if we have a cpu (central processing unit) board just in case. I told him I will check and see if we have a used cpu hanging around. He felt as though the power supply and battery were ok."